Manufacturer narrative:
Updated fields: b4, e1 (event site telephone, event site email), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields- b5, b6, b7, d10. It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) experienced a disappearance of the counterpulsation waveform. No patient was involved and no harm was reported. A getinge field service engineer (fse) inspected the unit and found no functional abnormalities. The waveforms on the display appeared normal, and the unit successfully passed all functional and diagnostic tests performed, with satisfactory results.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) counterpulsation trace disappeared. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Correction: h6 (health effect ¿ impact code d.). Additional initial rep name: (B)(6).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) counterpulsation trace disappears. No harm reported